Event description:
New information received notes that the patient presented in clinic for a routine follow up. Interrogation showed that the patient was shocked one month prior to follow up. Egm revealed rapidly conducted atrial fibrillation at time of a shock. After clinic visit, EKG revealed the patient rhythm was atrial flutter with rapid ventricular rate. The physician performed an ablation.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during routine device check it was observed that the pt received shocks the week prior. Device interrogation showed rapid ventricular response to atrial fibrillation. Atp was unsuccessful so device delivered a shock which slowed the rhythm. The pt had been non-compliant with medications. The pt has been instructed to take medicine.